Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varix ligation procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varix ligation procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all the bands attached, and all of them were moved from their position and overlapped. The suture was in good condition with seven knots. The device also included the irrigation tube which was in good condition. The device was observed under magnification, and the ligator head teeth were bent/damaged. Also, one of the bands was damaged. The handle did not have marks of the trip wire secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged, all the attached bands were moved and one of the bands was damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands making them overlapped and causing more tension on the device, consequently, bending/damaging the teeth and also damaging the band. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.